Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "leaking from the right implant". MRI report showed "the right implant is leaking with a rupture wall". The device remains implanted.

Event description:
Healthcare professional reported "leaking from the right implant" observed by MRI. This record relates to the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "leaking from the right implant". Observed by MRI. This record relates to the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as unidentified (tear) opening (shell thickness was within specification). And missing shell assessed, as inconclusive. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.